Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated, cleaned and reseated. The power supply voltage was adjusted and returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.